Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the returned data as well as the quality documents associated with the manufacture of this particular device. The manufacturing process for this ICD was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data was inspected. The inspection showed that the device was programmed to auto-MRI on (B)(6) 2025. An MRI field was detected by the ICD on (B)(6) 2025 at 07:34 pm, and the MRI mode was activated, as expected. The data further documented that, on the same day at 07:49 pm, the ICD activated the safety backup mode due to the detection of an invalid device status caused by resets of the electronic module. On (B)(6) 2025 at 07:51 pm the eos battery status was activated. The eos status was reset in the clinic. Afterwards a manual capacitor reformation was performed and the battery voltage was manually measured. The data obtained after this procedure revealed the battery status was bos, with a battery voltage of 3.05 v. Evaluation of this data indicate a normal and expected ICD functionality. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Despite extensive analysis of the device data, the root cause of the documented resets and subsequent eos activation was not determinable. The data after removal of the eos battery status indicate a normal device functionality. The battery is not depleted. As a standard, biotronik closely monitors the performance of our devices including the above mentioned complaint. The information you provided has been entered into our quality system and will be used to further evaluate device performance throughout our organization.

Event description:
This device shows eos with unexpected battery behavior. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.